Event description:
It was reported that customer experienced broken pump screen, and later inspection showed that screen remained black even though pump started when plugged in. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return device to distributor for evaluation, and replacement pump was provided, while no additional information was received regarding the final outcome of the event.